Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The device was not returned to quality assurance and it could not be thoroughly checked. Olympus could not identify the probable cause of the phenomenon incompatible scope (e315 error). However, based on the investigation results, the scope communication error (b30) likely occurred due to internal water invasion; there was no information on the cause of internal water. The event can be prevented by following the instructions for use which state: "instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc290f important information ¿ please read before use do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported error code e315 displayed on the bronchofibervideoscope. This occurred during preparation for use for a diagnostic echoscopy procedure. This was completed using a similar device. The patient was not under anesthesia. There were no reports of patient harm or injury.